Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patients child reported that on 09/27/2024, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. The day of the event, around 3:00am, the patient was found unconscious by her child. The child was not able to check what was the cgm reading was but called an ambulance immediately. The child stated there were no alerts received or heard from dexcom receiver during the time of the event. When the ambulance arrived, the paramedics took a fingerstick and the blood glucose reading was 37 mg/dl. No specific cgm reading was remembered from that moment, but the paramedics would have stated that the cgm was inaccurate. The patient was treated with sugar intravenously and regained consciousness after 2 to 3 minutes after which she was brought to the hospital. After completing bloodwork and an x-ray which results were normal, the patient was discharged the same day around 3:00pm and was stable at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when paramedic checked the patient. No additional patient or event information is available.